Manufacturer narrative:
Reasonable attempts by phone and fax were made to obtain further information from the user facility for the reported events including patient information, treatment settings, sun exposure and test patch, however, none was received other than the initial report. An examination of the subject device by a lumenis technical expert concluded that the device required calibration of the output energy. It was further noted by the expert that following calibration and preventative maintenance of the device, all outputs are within manufacturers specifications. Subject device malfunction is not the suspected cause of the events reported. Therefore; lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment and to determine a cause. Should more information be reported a follow-up MDR will be filed.

Event description:
It was reported that three (3) patients sustained burns of unknown severity to the legs and neck area respectively following hair removal treatment with a lumenis lightsheer et laser. No report of serious injury or medical intervention to preclude permanent impairment was received.